Event description:
It was reported that the patient had experienced a bent cannula event on (B)(6) 2026. The patient also experienced high blood glucose which is high for more than four hours and treated by manually. The infusion set had been used for two days.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.